Event description:
The customer reported the battery can't be fixed in the device.

Manufacturer narrative:
(B(4). The customer reported the battery can't be fixed in the device. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.